Manufacturer narrative:
Correction to annex b, c & d code as sample was returned and investigation performed investigation result: one 2000e sample in opened packaging from lot #24045685 was received for investigation. No sample of the connecting product was received to aid the investigation. The customer reported that "the product is occlusion the infusion fluid cannot flow through." The returned sample was subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe. The customer's experience was confirmed as it was not possible to flush the smartsite component. The details of this feedback were forwarded to the manufacturing site for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that the incorrect amount of fluorosilicone was likely due to a fault within the assembly machine during manufacture of the affected smartsite. A review of the production records for lot #24045685 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, the automatic assembly machine has been repaired to ensure the fluorosilicone is being correctly dispensed into each smartsite; furthermore at the start of the assembly process the manufacturing operative will continue to measure whether a sufficient amount of fluorosilicone is being injected. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e product in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded. The following information was received by the initial reporter with the following information: the product is occlusion the infusion fluid cannot flow through.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation result: no samples were received for investigation, in which the customer has stated: "the product is occlusion the infusion fluid cannot flow through." The product in use at the time is reported to be a 2000e from lot: 24045685. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot: 24045685 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e product in the past 12 months.

Event description:
No additional information.